Event description:
Caller reported one negative urine hcg result on consult diagnostics hcg combo cassette vs. A quantitative serum hcg result. Urine specimen tested using the consult diagnostics hcg combo cassette gave a negative result. A quantitative serum test was run giving a results of 54.0miu/ml (instrument used - unk). No further info provided.

Manufacturer narrative:
Investigation pending on returned product. Summary of results: the retention devices meet qc spec. Details as below: 1. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute and time. 2. The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=4). 3. The 241.0iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=4) conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specs. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.